Manufacturer narrative:
This report is filed march 17, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site and was prescribed oral antibiotics (date not reported). Additionally, the patient experienced irritation and swelling at the abutment site and was prescribed another course of oral antibiotics on (B)(6) 2016. The implanted device remains.